Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was successfully completed without surgical delay. The patient outcome was reported as stable. No broken fragments remained in the patient.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2020, the blade interfered with a nail when being inserted. The surgeon continued to hammer and insert the blade, and the tip of the blade chipped. The surgeon noticed a defect in the tip of the blade but did not replace the defective blade. No further information is available. This report is for an unknown proximal femoral nail antirotation (pfna) blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown pfna blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.